Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, the malfunction did not recur. The customer opted to continue using the current pump to ensure uninterrupted insulin delivery.